Event description:
It was reported that during an anterior perineal resection with ileostomy procedure, the device fired perfect donuts. However there were malformed staples and the staple line dehisced. A competitor's device was used to complete the procedure. No adverse consequences reported. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anvil, not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to one glucose (glum) patient result not generating similar duplicating result upon rerun which was generated by unicel dxc 800 pro clinical system. Customer has been running glum in duplicate runs (critical rerun). Samples were repeated for a third time on the same instrument and higher result was obtained. The result was not reported out of the laboratory. Patient treatment was not impacted with regard to this event.